Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation. The safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the patients with the proximal aortic neck angle more than 60°. Furthermore, potential device or procedure related adverse events may include endoleaks and improper component placement. Additionally, according to the IFU, adverse events that may occur and/or require intervention include, but are not limited to component migration and death.

Event description:
On an unknown date, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. It was reported that the aortic neck angle was 90 degrees and the patient was not a candidate for an open repair. On an unknown date the trunk ipsilateral leg component (rlt231414/unknown) migrated distally (unknown amount) and it caused a proximal type I endoleak. Reportedly on an unknown date the physician decided to place two aortic extender components for optimizing proximal sealing. However, a small endoleak remained visible. It was reported that during the night the patient expired. The cause of death is unknown.

Event description:
On an unknown date, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231414/13225339) to treat an abdominal aortic aneurysm. It was reported that the aortic neck angle was 90 degrees and the patient was not a candidate for an open repair. During the procedure the trunk ipsilateral leg component migrated distally less than 15mm and it caused a proximal type I endoleak. The physician decided to place two aortic extender components for optimizing proximal sealing. However, a small endoleak remained visible. It was reported that during the night the patient expired. The cause of death is unknown.

Manufacturer narrative:
The device lot/serial number was not provided. A review of the manufacturing records for the device could not be conducted. Further information was requested. Also, the following devices were involved (B)(4).